Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was scrolling while trying to program a bolus. Customer stated that the battery has been removed and changed and customer received a failed battery test alarm. Customer also received a button error alarm and the buttons were unresponsive. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery was removed. Unable to complete failed battery test troubleshooting due to button error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.